Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff and pump removed due to recurring incontinence and atrophy. A new aus 5.0cm cuff and control pump were implanted at the surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.